Event description:
It was reported that the patient experienced suspected recurring incontinence with a sling device. A new artificial urinary sphincter (aus) implant procedure was performed. No information available about the sling device status. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.